Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, during the night customer has been having issues with the sensor giving inaccurate readings. The sensor will read low blood glucose readings in the 40 or 50 mg/dl range, then it will trigger the threshold suspend feature on the insulin pump. She will then check her blood glucose and it will be 150 or 200 mg/dl. Troubleshooting wasn't performed for the inaccuracy. The customer is not returning the sensor for analysis.